Event description:
Additional information received identified surgical intervention was undertaken on (B)(6) 2017, however, during the procedure the patient's IV stopped functioning correctly. Anesthesia could not be administered as needed and the physician stopped the procedure (reference MDR # 3008829311-2017-00301). The physician advised for the patient to turn off the system for one month and then test the existing leads for pain relief.

Event description:
The patient received two leads from the same lot number. It was reported during a visit at the physician's office the patient was complaining of inadequate pain relief from the drg system. The physician reviewed x-rays and leads did not show noticeable migration. Reprogramming of the patient's drg system did not resolve the issue. Surgical intervention may be taken to address the issue.

Event description:
Additional information received identified the patient underwent a drg system revision, during which time the physician added two leads at l2 and s2. No leads were removed and stimulation therapy was reportedly restored postoperatively.